Event description:
The lay user/patient contacted lifescan on january 3, 2008 and alleged that her one touch basic enhanced was set in the incorrect language. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue first occurred 1 week ago. She continued to take her usual dose of diabetes medication (janumet 50/500mg twice/day). She also mentioned feeling shaky after the reported issue began. The patient did not receive any medical intervention. At the time of troubleshooting, the patient was walked through meter setting and the meter was set to the correct language. This complaint is being reported because the patient alleged that she had a symptom that can be associated with hypoglycemia after the reported issue began. The alleged issue was resolved with resetting the meter to the correct language. Replacement products were sent to the lay user/patient.